Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui), printed circuit board (pcb). Software was upgraded to the current revision. T he unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank bottom display. The ventilator was not in use on a pt at the time the malfunction occurred.